Manufacturer narrative:
(B)(4). Batch # t9274v. Device analysis: the device was received the upper jaw bent at the proximal side. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. The ptc was damaged due to the short. During functional testing sparks were seen as reported a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lavh the jaws didn't close, and sparks came out during coagulation. There were no patient consequences.